Event description:
The customer reported that the system displayed an interlock error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections were checked and reseated. The fuse on the power supply to the c-arm was replaced. The system was tested and found to be working as intended and put back into service.